Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was reported as unable to deliver therapy while on a patient. Review of device logs, in the absence of a specific event date, identified multiple self-test attempts, "defib pad short" conditions, and several defib fault alarms, indicating pd engine discharge self-test failures; however, no shocks were recorded as delivered. During evaluation, the customer report could not be reproduced. The device was tested with both customer-returned accessories and test equipment, all connections were verified as functional and the unit successfully delivered defibrillation and pacing therapy, passing all functional testing. The pd engine was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.